Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure the s5 roller pump lost power when the user opened the front console cover to connect a temperature probe. The pump was power cycled but pump functionality did not resume. The clinician hand cranked the pump to maintain blood flow until the pump was changed out. There was no pt injury. The investigation is on-going. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during a procedure the s5 roller pump power when the user opened the front console cover to connect a temperature probe. The pump was power cycled but pump functionality did not resume. The clinician hand cranked the pump to maintain blood flow until the pump was changed out. There was no report of pt injury.